Event description:
It was reported lec 1871, error 1871 (during testing/no patient injury) was experienced.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed label and seal were intact. During functional check, the reported complaint was duplicated. Error code 1871 was on the pump display during the investigation. Motor was locked and optical switch had a broken wire that caused the error on the pump's display. Replaced motor and optical switch.